Manufacturer narrative:
(B)(4). Service engineer found no fault in the system memory. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator had unresponsive keyboard while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Service engineer found no fault in the system memory. Service engineer replaced the graphical user interface (gui) keyboard. The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.